Event description:
On (B)(6) 2013, (B)(6) patient was brought to the operating room for repair of an atrial septal defect and repair of the mitral valve. Used in the procedure was a terumo sarns centrifugal system and associated centrifugal pump head (the oxygenator, tubing pack and hemoconcentrator were not terumo brand). No arterial filter was used in the cardiopulmonary bypass (cpb) circuit. The patient was placed on cpb and the surgical repairs were completed. The patient was weaned from cpb (pump time was 93 minutes), and there were no product functional issues or technical issues reported during the 1st cpb period. Protamine was started to reverse the heparin, and the remaining blood in the cpb circuit was hemoconcentrated to transfuse back to the patient. The patient became hemodynamically unstable during administration of the protamine (the mean arterial pressure dropped to 45 mmhg and the pulmonary artery pressure increased to 65 mmhg). The administration of protamine was stopped and pharmacologic support was started, but hemodynamic instability continued and the cv team elected to return the patient to cpb (after 15 minutes off cpb). Additional heparin was given to the patient and also added to the cpb circuit. No act was drawn to verify the adequacy of anticoagulation prior to the start of the 2nd cpb period. Prior to the start of the 2nd cpb period, the perfusionist noticed the hemoconcentrator was passing blood through the fibers not just ultrafiltrate. The cv surgeon elected not to change out the hemoconcentrator. On the initiation of the 2nd cpb period, the cv surgeon reported that air was introduced into the oxygenator and the perfusionist intervened and removed the air. Act was drawn (level was 580 seconds). The air was removed and cpb was weaned in about 15 minutes. No protamine was given after the 2nd cpb period. The patient continued to struggle and after being off cpb for 30 minutes, and the team again elected to return the patient to cpb. No additional heparin was given prior to the start of the 3rd cpb period. Upon return to 3rd cpb period, perfusionist stated that: the arterial centrifugal pump speed was set to 1000 rpm; the pump flow was much higher than expected and there was high pressure in the cpb circuit; there was air in the cpb circuit; and that the centrifugal pump head continued to rotate in spite of air being present in the pump head. The perfusionist stated that he then heard a loud noise, and the pump head disconnected from the outlet connector. Cpb was halted within a few seconds. An unknown quantity of blood was lost from the cpb circuit. The cv surgeon observed air in the cannulae and the heart. Cpb was never able to be re-established, and the patient expired in the operating room. After the procedure, the cpb circuit was rinsed in order to look for functional issues or clotting. Clots were observed in the centrifugal pump head, but not in the oxygenator. Fiber breakage was observed in the hemoconcentrator. Blood was also seen in the magnet side of the centrifugal pump head.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow up report when the investigation is complete and more information becomes available. (B)(4).